Event description:
Per surgeon, isolator not working as it should. Waveform on energy source screen going up, then dropping off, then going up again, which is not indicative of a successful ablation/burn. Surgeon attempted x2, then asked for a new device. The second device worked without issue on the same atricure power source.